Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Corrosion was observed on the printed circuit board (pcb) and mechanism rail, resulting in low batteries and data loss. As such, the presence of the reported alarm could not be determined. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The internal leak is confirmed as the root cause of the observed corrosion. Because of the data loss, it could not be determined if the cannula tear is in any way linked to the reported alarm. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone18.1 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that pod error hazard alarms have been occurring. The device evaluation found a tear in the cannula.